Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was delivering inadequate therapy. Diagnostic imaging was performed and confirmed that the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Unable to accurately measure the helix extension length due to damage to the helix as received. The reported events of lead dislodgement, inadequate therapy and twiddler¿s syndrome were not confirmed.